Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced defib failure during operational testing and the status logs show a charge/shock failure. There was no patient involvement.